Manufacturer narrative:
The clinical observation has been documented and the lead remains actively implanted. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
.

Manufacturer narrative:
Additional information was received that noise was being observed on the pace/sense portion of this lead but not on the shock channel. Non-sustained ventricular tachycardia (nsvt) episodes were being stored as a result of the noise. The patient was brought into the clinic for troubleshooting and the noise could not be reproduced. A revision procedure was performed and when the associated device was removed from the pocket, the lead was able to be moved slightly, but again, no noise was noted. The physician stated the device setscrew was easily retracted with one turn and stated that it felt like the setscrews had possibly not been tightened all the way down. The decision was made to connect a new device to this existing lead. The lead was manipulated and no noise was produced. However, when the device and lead were placed back in the pocket, noise was noted. The physician was going to implant a new rate/sense lead, however, access could not be obtained on the left side. Therefore, a new lead was placed on the right side and was successfully interfaced to the new device. The explanted lead was not returned for testing. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that a high pacing impedance measurement was detected from this right ventricular (rv) lead.